Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they can no longer feel activity from the pacemaker when they used to feel "shocks". Patient will see the physician for a device interrogation. The device is still in use. No further patient complications have been reported as a result of this event.